Manufacturer narrative:
The field service representative found an issue with a linear solenoid and evidence of a possible sample clot at the ise probe rinse station. He replaced the solenoid and cleaned and checked ise probe. Ise checks, calibration, qc, and precision testing were all acceptable. Based on the calibration and qc data, there was no indication of a performance issue of the reagents. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patients from the cobas 8000 cobas ise module. Patient 1 initial: sodium result was 150 mmol/l and the repeat result was 143 mmol/l. The initial chloride result was 98 mmol/l and the repeat result was 110 mmol/l. Patient 2 initial chloride result was 98 mmol/l and the repeat result was 121 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.